Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell in the water with the pump and an unspecified malfunction occurred. Customer's blood glucose level was in the 200 mg/dl range. The customer reverted to insulin pens for insulin therapy.